Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the ars (syringe) leaked during use on a patient during aspiration in puncture.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) for evaluation. No defects or anomalies were initially identified. After the ars failed the functional inspection, the handle was cut open to examine the inner valves. The valve mechanism consists of two bi-lateral valves and a spacer. The distal valve did not have a complete slit through the material, preventing it from operating as intended. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released, and it did not snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample failed the vacuum leak test. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was felt and the plunger body was not able to move to the bottom of the syringe; therefore, the sample passed the push leak test. Manufacturing engineering was consulted in an effort to determine a possible root cause for the holes observed in the valves. It was noted that the only way the defect could be replicated was by passing a swg through the ars very fast and inconsiderately. All ars syringes are 100% tested for vacuum after assembly process (according to (B)(4)) and the returned syringes would not have passed this in-process inspection. A device history record review was performed and no relevant findings were identified. The customer report of an ars leak was confirmed by complaint investigation. Functional testing was performed on the returned ars syringe and it was confirmed that the valve was faulty. Examination of the valve seal halves revealed an incomplete slit in one of the valves. Although the ars did not meet functional requirements and damage to the valve seal was observed, a probable root cause could not be determined as the ars components are 100% vacuum tested after assembly and the defect could not be replicated within standard manufacturing processes. A CAPA has been initiated to further investigate this complaint issue.

Event description:
The customer alleges the ars (syringe) leaked during use on a patient during aspiration in puncture.